Event description:
"Caller alleged imprecision with inratio2 meter. Results as follows:" 5.6, 1.9 and 1.6. Inratio discrepant high result inr: 5.6, retest inr: 1.9. As the customer has another inratio2 meter, tested with it inr: 1.6. This customer is accustomed for testing inr with many pts. After the venous draw the customer took off the syringe needle to apply blood to the sample well of the strip.

Manufacturer narrative:
Investigation pending.